Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro vh-3500. As soon as they inserted the 3500 into the leg, it felt like something wasn't right. Felt a lot of resistance, which they initially attributed it being that they were scoping distally in the calf. Then they felt like they were not getting a good grip on the vein with the c-ring. After a few minutes, they were planning on taking the 3500 out to examine it and noticed the c-ring was broken in 2 pieces. Luckily nothing fell into the patient's leg and everything was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6)2020 and investigation was conducted on (B)(6) 2020. Evidence of blood and signs of clinical use were observed on the cannula handle. Blood was observed on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. Based on the returned condition of the device, the reported failure "break" was confirmed. A lot history record review was completed for lots 25150426, 25149565, and 25149915 the last 3 lots shipped to the account prior to the event date . There were no ncmrs for the last 3 lot #s from ship history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500. As soon as they inserted the 3500 into the leg, it felt like something wasn't right. Felt a lot of resistance, which they initially attributed it being that they were scoping distally in the calf. Then they felt like they were not getting a good grip on the vein with the c-ring. After a few minutes, they were planning on taking the 3500 out to examine it and noticed the c-ring was broken in 2 pieces. Luckily nothing fell into the patient's leg and everything was removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.